Manufacturer narrative:
The investigation was completed. Investigation summary: patient-device interaction (thromboembolism): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 78-year-old male patient underwent pre-operative placement of an impella 5.5 via surgical right axillary/subclavian arterial access on (B)(6) 2026 at 19:55. The device provided circulatory support until explant on (B)(6) 2026 at 17:00. During explant, the vad engineer and clinical team observed thrombus within the cannula extending to the outflow cage. The explant procedure was completed successfully without complication. There were no allegations of device malfunction or failure, and the device was not removed due to a failure mode. No patient injury related to the observed biomaterial was reported. No console or pump data download was required, no product was returned, and no replacement was requested. The patient survived to explant. Conclusion: based on the available information, thrombus formation was observed on the device without associated patient injury or device malfunction. The device functioned as intended, and this event is not indicative of device involvement. Although a thrombus was ultimately identified, the direct relationship to the impella device cannot be definitively established at this time. Contributing factors, including the patient¿s critical clinical state, and anticoagulation status, remain under review.